Manufacturer narrative:
The user facility cancelled investigation and service and stated the ventilator was operating correctly. No parts were replaced. No ventilator logs were provided.the root cause of the reported fluctuating o2 concentration has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the o2 concentration from the ventilator was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).